Manufacturer narrative:
The tandem user guide instructs the user to remove any residual air from the cartridge. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a fill estimate issue and minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Reportedly, the customer was not performing the air removal technique. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 150 mg/dl.